Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25 x 16 synergy stent was advanced but unable to cross the lesion. The device was removed and the stent was found lifted. The procedure was completed with another of the same device and no patient complications were reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25 x 16 synergy stent was advanced but unable to cross the lesion. The device was removed and the stent was found lifted. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent strut row was damaged with stent struts lifted and pulled in a distal direction. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.